Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that sudden change in impedance measurements (too high) was noted. During the lead replacement the is-1 lead connector became loose and disintegrated from the lead body. The lead was cut and capped. A new lead was implanted. The explanted lead connector part will be returned. During the same procedure the ICD was electively changed. There was no allegation regarding the function of the ICD.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2025 and (B)(6) 2026 recorded an initial stable pacing impedance of 500 ohms with a sudden increase to >3,000 ohms at the end of the recordings. Furthermore, an initial shock impedance of 60 ohms was recorded, with several abrupt increases to >150 ohms since november as well as a fluctuating rv threshold between 1.25 volts and 2.5 volts. The analysis of the provided iegm episodes revealed artifacts on the ff and rv channel, which led to the reported oversensing as well as loc in the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.